Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing chest and shoulder pressure and the patient was admitted to the hospital for high blood pressure. A company representative met with the patient the same day. The patient stated she had a significant change in blood pressure since she was implanted. The representative attempted to reprogrammed the patient's scs system, but the patient reported experiencing a pressure across the shoulder blades and the chest area. Follow up identified surgical intervention to reposition the patient's scs lead was taken on (B)(6) 2017. Reportedly, the chest pressure and shoulder pressure has resolved postoperatively.